Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 3:00am at his home. End-user stated that he tested his blood glucose and received a result of 360mg/dl which prompted him to take 8units of insulin. He stated he felt confused and called his daughter who then came and drove him to the hospital. The end-user stated that his blood glucose was 60mg/dl upon arriving at the hospital. He stated that he was given orange juice to raise his blood glucose. He was not treated for anything else and was not admitted. He was at (B)(6) hospital of (B)(6) located at (B)(6) for about 30 minutes. He stated his blood glucose was 106mg/dl when he was discharged from the hospital. No additional information was provided.